Event description:
It was reported that after successful coronary stent deployment, the balloon became caught in another MFR's guide catheter and detached. The entire system was removed for retrieval. Pt status is listed as "okay".